Event description:
It is reported that the device was implanted in 2006. Eleven months later, the hinge post extension was noted to be loose, and the articular surface dislocated during the revision. The knee was revised from a 14mm to a 17mm articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.